Event description:
It was reported that the patient had multiple inappropriate shocks due to t-wave oversensing via reduced intrinsic amplitudes. The smart pass feature had programmed itself off due to the low amplitudes. Also, the battery status was at 10 percent after over six years of implant time. Technical services discussed some options. There were no additional adverse patient effects. The system remains implanted.